Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4). Failure (event) observed during analysis. Final analysis found that only the connector piece was returned. Insulation degradation was noted at 4.4 cm from the connector pin.